Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up arrow keypad button was intermittently unresponsive and difficult to press. The reporter denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and cleaned it with alcohol swabs. The user guide instructs the patient that under no circumstances should an alcohol wipe or skin prep be used to clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The down arrow button responded to presses appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.